Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. A device was returned to a third-party service for evaluation. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The secondary findings were observed. Box h: evaluation results code and conclusion code grid has been updated. Box h was updated.